Manufacturer narrative:
(B)(4). Date of event: unk. Batch # t5dm3c. Additional information was requested and the following was obtained: did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? - yes as far as I am aware. Or, did the knife advance completely to the distal tips of the jaws, but not return automatically? I don¿t think it advanced all of the way. Device evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lung transplant, the powered vascular stapler deployed staples, but the knife did not reverse. The surgeon used the manual override. No harm to patient reported.